Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer filled their cartridge with cold insulin. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.